Manufacturer narrative:
Product event summary: product event summary: the coaxial umbilical cable and data files were returned and analyzed. The data files confirmed the 50030 ¿excessive flow¿ system notice for the date of the reported event. During testing of the coaxial cable, the connector was freezing. Inspection under a microscope revealed a leak in the injection line though the coaxial connector adhesive. In conclusion, the reported system notice was confirmed though data file analysis and analysis of the coaxial umbilical cable. The coaxial umbilical cable failed the returned product inspection due to a leak in the injection line of the coaxial connector¿s tip adhesive. The product issue reported (system notice 50030) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy is based upon the medical judgment of the physician. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection. The coaxial cable was disconnected and reconnected three times with no resolve. The case was aborted and the patient was under general anesthesia. The coaxial umbilical cable further tested out of specification upon the manufacturer's investigation. It was also discovered that the cable was used passed its date of expiration. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection. The coaxial cable was disconnected and reconnected three times with no resolve. The case was aborted and the patient was under general anesthesia. The coaxial umbilical cable further tested out of specification upon the manufacturer's investigation. No patient complications have been reported as a result of this event.